Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, a stored episode of inappropriate hv therapy due to noise was observed. It was noted that the patient was sedated and undergoing a surgical procedure at the time of the noise and the therapy being delivered. Noise could not be reproduced in clinic. Patient is doing well and will continued to be monitored.